Event description:
It was reported that the iab was inserted via sheath without problems. However, following insertion, it was not possible to remove the guidewire back through the central lumen. The iab was exchanged. There were no reported pt complications.